Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced discomfort at the ipg site. In additional, the device was reportedly mobile in the pocket resulting in an increased recharge burden for the patient. Surgical intervention was undertaken to relocate the pocket site and replace the patient's ipg. Follow-up on this matter found that the reported discomfort is not resolved.